Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. H6: event problem codes: patient code: 4577.

Event description:
The patient reported infection and perforated sinus. Patient had pain and swelling in the surgical dental site #16 and presented to the clinic with the implant in hand. Bone type iii.